Manufacturer narrative:
The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected raising/scrolling of numbers noted. The insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was attempting to bolus and numbers kept ramping on their own. Customer did not recall blood glucose at the time of the event. Customer does not recall any significant events which may have lead to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.